Manufacturer narrative:
The download data from the device showed that an alarm had been generated by the pod, indicating that shape memory alloy (sma) wire 1 was open. Inspection of the sma wire assembly found the rear sma wire to be broken at the pully. This break resulted in an inability to properly measure the wire resistance and the alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown, omnipod software app version: 3.1.2-p001, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 17 mmol/l (306 mg/dl) while wearing the pod between 37 and 48 hours. As treatment, a new pod was placed. The device was originally reported for giving a hazard alarm while attempting to deliver a bolus.